Event description:
Customer reportedly received results of 80-something (mg/dl) and 139 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Controls were run on new test strips and were in range. Requested return of suspect device, however, test strips are not available; replacement was sent.